Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient passed away. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to and/or at the time of death. It was not reported if dianeal and extraneal therapies were ongoing up until the time of death. It was not reported if the patient was performing therapy with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.